Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 328 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.